Event description:
This pt suddenly stopped responding to his cochlear implant. Using the appropriate diagnostic equipment, it was determined that the device was not functioning according to MFR's specs. Explantation/reimplnatable surgery is scheduled for 2004. The healthcare professional was informed that the explanted device should be returned to cochlear americas.